Event description:
As reported by an edwards lifesciences field clinical specialist, a patient has been experiencing worsening symptoms and increased gradients approximately 2 years and 11 months post implant of a 23mm sapien 3 ultra valve in the aortic position. Per clinical review of the medical records received, one-year post-tavr, the valve mean gradient was 12mmhg and ava 1.6. Tee completed 2 years 11 months post-tavr shows a mean gradient of 37mmhg and ava 0.85. The patient has noted a decline in their exertional capacity with lowered energy levels, very minimal shortness of breath and some mild orthostatic lightheadedness. Nyha class: ii. The patient is scheduled for an invasive gradient assessment with cardiac catheterization via left heart catheterization, and same-day tee for assessment of valve leaflet motion. The physician plans to continue the remainder of the patient's workup including CT and cardiac surgeon consult. Once the findings are confirmed, it will be determined whether the patient would potentially benefit from repeat transcatheter valve replacement versus a trial of anticoagulation. While the type of intervention has not been determined at this time, the patient is symptomatic with severe stenosis, and this is considered a serious event. Edwards lifesciences is reporting this event on a conservative basis.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.